Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9831 appollo probe tip is falling off ablator. This occurred during use in a case with no patient effect. "The surgeon} uses stryker at all other accounts but at his new asc he uses our i90. Multiple times he has used the i90 and the electrode has peeled off of the distal end of the wand. I have given him tips as far as usage and design but he seems to disregard because he thinks he ¿can¿t be the only one this is happening to¿.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the electrode was peeling/bent. Refer to attachments. The cause for the reported failure can be attributed to a manufacturing issue being addressed by ncr-27076. Refer to cross references.